Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4. As the clip was above the mitral valve, the physician performed gripper orientation and it was successful. During grasping, while actuating the grippers independently, one of the grippers would not lower. Troubleshooting steps was performed, but the issue persisted. The clip was removed, and a replacement clip was successfully implanted, reducing mr to grade 1. Outside the patient, the device was tested, and one gripper would still not lower. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, the gripper line was observed to be separated from the l-lock shaft hole. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported single gripper actuation issue was a cascading event of the observed gripper line separation. The investigation determined the observed separated gripper line to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.